Manufacturer narrative:
The reported complaint of rv-setscrew could not be tightened normally, and an output problem was confirmed. Analysis found the user of the torque wrench was incorrectly inserting the wrench into the inset of the setscrew. The wrench was being partially inserted causing the wrench to strip parts of the inset, then attempts to force the wrench incorrectly into the setscrew inset caused the wrench to become stuck in the setscrew. The setscrew could not be fully tightened because of these wrench insertion problems by the user. Since the setscrew could not be correctly tightened the rv-lead was not being properly connected to transmit the pacing pulse to the patient. No device anomalies were found. The device passed all electrical testing. The problems were caused by the user¿s incorrect use of the torque wrench.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. The leads were completely positioned. Clicking sound is normally heard when screwing lead with pacemaker. When the doctor was trying to connect the right ventricular lead (rv) with the device, the clicking sound didn¿t happen when screwing lead with device. At monitoring screen, it showed that device could operate and be able to program as intended firstly then the rate dropped to a temporary pacemaker¿s rate. Anti-clockwise rotation was made to reconnect the rv lead. Several attempts were made to unplug the rv lead until rv lead could be removed from the device port. The doctor really concerned on the device defect and decided to use a new device to replace faulty device and no issue was identified. The procedure was completed with no complication and no patient adverse consequences.